Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found all the solder joints on the ECG (electrocardiogram) connector were disturbed. Analysis also found the media bay door latch was damaged, programmer lower case was scraped, and power cord bay was damaged. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: it was noted the programmer was able to interrogate a device wireless and non-wireless. Correction: further review prompted a change in the evaluation conclusion. (B)(4)